Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was verified the device was at end of life (eol) with a monitoring voltage of 3.088 volts and charge time measurements of 45 seconds. An xray of the device confirmed the device plasma fuse was intact. The device case was opened. Visual inspection noted one of the high voltage output capacitors was swollen. Based on the unsuccessful capacitor reformation charge attempts and the evidence revealed during review of the capacitor level test data, suggest the failure mechanism which caused the long charge times was anode to cathode arcing. This most-likely resulted from foreign material that was aggravated by compressive forces.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) after being implanted one year. Additional information indicated that a change out procedure has been scheduled for the near future. No adverse patient effects were reported.

Event description:
Additional information indicated that the device had charge time measurements greater than 45 seconds. The device was explanted and will be returned for analysis.